Event description:
During service, failure code 570 was found in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.